Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory within 10 minutes.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's son reported that in the morning of (B)(6) 2011 customer received the following readings from his freestyle lite blood glucose meter: 235 mg/dl, 134 mg/dl and 330 mg/dl. He further reported that later in the day customer received an unspecified error message which prevented him from obtaining a glucose reading and subsequently experienced an "out of head experience", had a "loss of sight" and was "hard of hearing". Paramedics were called, initiated an intravenous infusion of unknown type and transported him to a local healthcare facility. Customer was diagnosed with hyperglycemia and treated with additional intravenous fluids and unspecified "copd medication". There was no report of death or permanent injury associated with this event.